Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen resolution appears to "dim" when the pump battery reaches 70-75% battery life. At the time of the call the customer stated the screen was displaying as intended. Customer's blood glucose level was not impacted. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.